Manufacturer narrative:
Internal biomérieux investigation was conducted. Review of the natural resistance table (table IV for enterobacteriaceae) from (B)(4) v2.0, (B)(6) 2015, shows that only providencia stuartii have the natural resistance correction (of r, resistant) for an aminoglycoside, gentamicin (gm). The only other aminoglycoside included in the table is tobramycin, and it has no natural resistance correction for this species. Other species of providencia do not have natural resistance corrections for aminoglycosides. Although the vitek® 2 7.01 software was released prior to the (B)(4) 2015 document, the therapeutic corrections included in this version of vitek® 2 aes (advanced expert system) are correct, and consistent with ca-sfm 2015. Based on this information, there was no error/malfunction associated with vitek® 2 aes. The user has misinterpreted that natural resistance corrections should be made for any other aminoglycoside than gentamicin (gm), and for any other species of providencia than providencia stuartii, according to the (B)(4) 2015. The investigation concluded that the vitek® 2 system is performing in accordance with product specifications and (B)(4) 2015.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible gentamycin results for providencia rettgeri in association with the vitek 2 compact system. The customer indicates no advanced expert system (aes) therapeutic correction occurs on gentamycin for phenotype: r when using (B)(6) 2015 parameters. The desired correction was made manually prior to reporting to the physician. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals and lab reports have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.